Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint devices for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Returned devices: 3 x mr290v, lot 130624, date of manufacture: 24 june 2013; 1 x mr290v, lot 130816, date of manufacture: 16 august 2013; 1 x mr290v, lot 130314, date of manufacutre: 14 march 2013; 1 x mr290v, lot 130829, date of manufacture: 29 august 2013. Method: six mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4) where they were visually inspected. Results: all six of the chambers were cracked near the base and the print around the cracks was smeared. One of the chambers had a vertical crack on the side of the dome. White residue was found near the cracks on four chambers. Five of the chambers were also noted to have dents on the base. A lot check revealed no other complaints of this nature for lots 130624, 130816, 130314 & 130829. Conclusion: the smeared print and white residue suggest that the damage was caused by the chambers coming into contact with a solution containing ethanol/alcohol which has resulted in environmental stress cracking of the chamber domes. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Maximum operating pressure: 8 kpa. (B)(4).

Event description:
A hospital in (B)(6) reported that some mr290v vented autofeed humidification chambers were damaged during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that some mr290v vented autofeed humidification chambers were damaged during use. No patient consequence was reported.